Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
Hold for mrd 07/21/20.it was reported that the insyte 18ga x 1.16in was found "twisted" during use. The following information was provided by the initial reporter, translated from spanish to english: "at the time of dispensing the 18ga catheter it is identified that it is twisted."

Event description:
It was reported that the insyte 18ga x 1.16in was found "twisted" during use. The following information was provided by the initial reporter, translated from spanish to english: "at the time of dispensing the 18ga catheter it is identified that it is twisted."

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 9178314, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle was slightly bent. Based off the provided photo the engineer was able to verify the reported failure mode. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined.